Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2006.

Event description:
It was reported that during a device change there was muscle stimulation in the pocket from the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.